Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Package insert "biomet knee joint replacement prostheses" list under possible adverse effects number 5: ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ following review, no new risks were identified. Emerson jr, r. H., & higgins, l. L. (2008). Unicompartmental knee arthroplasty with the oxford prosthesis in patients with medial compartment arthritis. The journal of bone and joint surgery incorporated, 90-a, 118-122.¿ 90-a, 118-122. Zimmer biomet complaint number: cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1825034¿2017¿08120 / 08141 / 08144 / 08145. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "unicompartmental knee arthroplasty with the oxford prosthesis in patients with medial compartment arthritis." The article identified a patient that underwent a revised arthroplasty to a tka due to progression of arthritis - they had acute inflammatory polyarthritis at 1 year post-implantation on an unknown date. There has been no further information provided and the patient's outcome is unknown.